Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the procedure, a small tear was found on the ureteral stent. It was further noted that the stent was torn starting at the first side-port and stopped before going through the tip. The customer used another device to complete the procedure and no patient harms were reported.